Event description:
It was reported in a general comment, that during use the balance heavyweight guide wire lost hydrophilicity and is difficult to navigate. Additionally the wire became tangled and looped [broken] and stuck with another unspecified guide wire. There were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire was difficult to navigate during advancement. Factors that may contribute to difficulty navigating during advancement of the guide wire include, but are not limited to, challenging anatomy, interaction with accessory devices, insufficient device support, manufacturing damage, and/or inadvertent damage to the device. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the guide wire had difficulty during removal due to interaction with another guide wire; subsequently resulting in the wire breaking. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4- the UDI is not known as the part and lot number were not provided. B3- date of event is estimated.